Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive.

Event description:
It was reported that the patient presented to the emergency room (ER) after passing out and breaking their neck. It was noted that the patient had been lost to follow up. The device was found to be at end of life (eol) after the patient suffered seven ventricular tachycardia (vt) episodes and the device was unable to deliver a shock. The device was explanted and replaced successfully. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products. 694765 lead, implanted: (B)(6) 2001; a 426952 lead, implanted: (B)(6) 1995. (B)(4).